Manufacturer narrative:
On june 28, 2021, mentor received additional information indicating that the correct date of implantation was on (B)(6) 1999. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the left breast implant was identified to have completely disintegrated and was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, shape change, hardening. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with a 225cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, shape change, and intermittent hardening, post-procedure. As a result, the patient underwent bilateral removal and replacement with non-mentor devices on (B)(6) 2021.